Event description:
A customer reported that a sensor error message was received on the adc device. As a result, the customer was unable to obtain sensor readings and experienced dizziness, nausea, sweating, can't think straight, and can't swallow well. The customer was provided tablet glucose by their spouse and unspecified liquid glucose (cream under the tongue) by a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received on the adc device. As a result, the customer was unable to obtain sensor readings and experienced dizziness, nausea, sweating, can't think straight, and can't swallow well. The customer was provided tablet glucose by their spouse and unspecified liquid glucose (cream under the tongue) by a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection has been performed on returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was scanned and an error message was observed. Sensor was reprogrammed and activated with ios device. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.